Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, stent graft migration and reoperation.

Event description:
It was reported that the patient had a stanford type a aortic dissection, debakey iiib no complications, 16 days prior to the index procedure. On (B)(6) 2020 the patient underwent an emergency endovascular treatment for the type a aortic dissection using two gore® tag® conformable thoracic stent grafts with active control system (ctag a/c). On (B)(6) 2020 CT imaging revealed that a leak from the entry tear still remained. The physician commented that the diameter of the narrow true lumen had been increased by the placing of the stent graft, and it was suspected that the proximal ctag a/c device may have migrated slightly distally due to the expansion of the true lumen. On (B)(6) 2020 reintervention occurred. A debranch bypass (left common carotid artery-left axillary artery bypass) was performed, and the patient's left subclavian artery was plug embolized. An additional gore® tag® conformable thoracic stent graft with active control system was implanted proximally to cover the entry tear. The patient tolerated the procedure.